Event description:
It was reported that during an implant procedure for left bundle branch pacing (lbbp), the right ventricular (rv) lead insulation became twisted due to the constant screwing process. This resulted in significant torque accumulation and caused the entire outer insulation layer to take on a twisted appearance. Meanwhile, the rv lead was repeatedly repositioned with the helix being extended and retracted, which caused the rv lead to catch tissue. Ultimately, the physician elected not to use the rv lead, and a new lead was implanted. The patient was stable throughout the procedure.